Event description:
As the surgeon mentioned: "the pt has been in 2 surgeries with xia implants and 1 revision due to presence of "serum (a kind of fluid possible due to irritation or infection) and metallosis (very little particles of metal in the surgery zone)", in addition, the implant was moved from the initial position, however, pt has been bed ridden, because of pain."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.